Event description:
Caller tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 2.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Case indicates patient is in her "(B)(6)." It was unknown if the initial reporter sent report to the FDA.